Manufacturer narrative:
An investigation was performed in response to a complaint of error 2300 on the aia-900 analyzer. The device was being used for diagnosis during the complaint event. At the customer site, a field service engineer (fse) was able to reproduce the error by running rack rotation test. The fse inspected the loader and found the x-1 flag out of alignment. The fse adjusted the x1 sensor flag and verified the repair by performing a rack rotation test with no errors. To validate the repair, the fse ran daily check and quality control (qc) which was within specification. The investigation confirmed the sample loader was out of alignment due to a component failure. The aia-900 operator¿s manual under section 12: flags and error messages states the following: error message: [2300] s. Loader step feed failure. Cause: the pitch sensor s071 failed to go on after the step feed. Action: check to see if there is any impediment to the sample rack feed. If the trouble reoccurs, contact the tosoh local representatives. Check s071 and the step feed mechanism.

Event description:
Customer reported an error 2300, s. Loader step feed failure on the aia-900 analyzer. Customer indicated that a rack had gotten jammed. This is a reportable event based on delay in reporting patient results for human chorionic gonadotropin, total beta (bhcg) estradiol (e2) follicle stimulating hormone (fsh) luteinizing hormone (lh ii) prolactin (prl) and progesterone (prog iii).